Manufacturer narrative:
,Fr ref no.: (B)(4). Baxter received and evaluated the device. The reported "door not fully latched" messages were confirmed through evaluation. This message was caused by a loose link screw. The screw was adjusted during evaluation and the pump then performed as expected. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a constant "door not fully latched" alarm. It was also reported that there was no pt injury.